Manufacturer narrative:
10/23/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. No abnormalities were observed which would have caused or contributed to the difficulty reported.

Event description:
The device was used during a laparoscopy procedure. Reportedly, the needle detached and broke while attempting to retrieve it. The surgeon was unable to retrieve to component. The hosp has reported no pt injury occurred.